Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regu2411 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "during powerglide (pg) placement the wire would not advance initially. After repositioning pg the wire and catheter deployed but when the device was removed the wire was not visible. Patient received xray and be taken to ir to ensure wire did not shear into patient. Wire was not observed in patient."